Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
"During trialing when the surgeon removed the cr insert, the back part of the insert had chipped off."

Event description:
No new information.

Manufacturer narrative:
Upon further review of the information provided, this event has been determined to be non-reportable. It was reported that "during trailing when the surgeon removed the cr insert, the back part of the insert had chipped off." The procedure was completed successfully, and no injury occurred. Additionally, a review of clinician-approved risk documentation indicates that the highest potential probability of serious incident associated with material fragments is considered negligible. Furthermore, an analysis of complaint history data shows that there have been no reports of serious injury or death resulting from similar events within this device family. Based on this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.